Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, tthe device is overheating; she smells chemicals coming out of the machine going to the tube and the machine will not turn it off. The patient stated that she cleans the device's accessories on a daily basis. Performed basic trouble shooting steps with the patient by having her removed all humidifier sd card, filter, mask and the tube and have him wait for 3 minutes and have him put everything back in place. Turned on the device still the error occurred. Machine did not work at all. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the device is overheating; she smells chemicals coming out of the machine going to the tube and the machine will not turn it off. The patient stated that she cleans the device's accessories on a daily basis. Performed basic trouble shooting steps with the patient by having her removed all humidifier sd card, filter, mask and the tube and have him wait for 3 minutes and have him put everything back in place. Turned on the device still the error occurred. Machine did not work at all. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, it is observed that missing filters, scratched screen, contamination in the unit and pca with moisture. The customer complaint was not reproduced. There was no error has been identified. Section-h has been updated.